Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that they ran quality controls for troubleshooting and results were not within range. The customer then performed an advanced integrated multisensor technology clean and qc was within range. The customer repeated patient samples for sodium that had been flagged due to results being above reference range and issued corrected reports. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.